Event description:
Healthcare professional reported through regulatory agency "rupture right side device". This record is for right side. Device was explanted and it's unknown if the device was replaced. Unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "rupture right side device". This record is for right side. Device was explanted and it's unknown if the device was replaced. Unknown if the device will be returned.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as 28apr2026.

Event description:
Healthcare professional reported through regulatory agency "rupture right side device". This record is for right side. Device was explanted and it's unknown if the device was replaced. Unknown if the device will be returned.